Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that during implant, there was a dural tear. The doctor kept the patient hospitalized to evaluate the incision and the impact of the tear and repair. It was stated, there were no issues with the device. The impedances had no issues. And neuromonitoring and x-ray confirmed, the lead was in the correct place. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: specify surescan, product ID: 977c165, (serial#: (B)(6)), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.